Manufacturer narrative:
The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). A device from possible lot numbers 240984w or 261764w is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel additional information can be found in MFR site. Upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
The customer contact reported that during testing at the user facility, a leak was noted from the outlet port of the filter of the tubing set. Though requested, no additional information was provided.

Manufacturer narrative:
Subsequent to the submission of follow up #1 medwatch MFR report #9615050-2013-04246 it was noted the manufacturer report # for (B)(4) was inadvertently selected instead of the intended (B)(4) manufacturer#.

Event description:
The customer contact reported that during testing at the user facility, a leak was noted from the outlet port of the filter of the tubing set. Though requested, no additional information was provided.